Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger did not charge the device, consistent with a charging problem involving the battery charger, and the customer support team attempted troubleshooting by phone. Symptoms included unknown clinical effects. Outcomes included unknown impact to the user. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.